Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/4/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: can you identify the product code and lot number of the product used. Were there any patient consequences? Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an open reduction and internal fixation of distal tibial fracture procedure under general anesthesia on (B)(6) 2024 and suture was used. The patient was admitted due to a distal tibial fracture. After admission, relevant examinations were completed and surgery was performed. The surgical incision was sutured with suture to promote wound healing. During the suturing process, the suture broke, and a new suture was immediately replaced to continue suturing the surgical incision for the patient. There were no patient consequences reported. Additional information was requested.